Manufacturer narrative:
Device manufacture date, corrected data: the initial report inadvertently reported this data incorrectly. Manufacturer device history records were reviewed. Review of the generator device history records confirmed sterilization was performed prior to distribution. Evaluation, corrected data: the initial report inadvertently reported the conclusion code incorrectly.

Event description:
On (B)(6) 2014 it was reported that the patient had a revision and the device migrated to her breast and erupted through her breast leaving a bad scar. The reporter indicated that the patient¿s device was then removed and she was put into an induced coma. The reporter also stated that the device was not effective for the patient. No further information was received.

Manufacturer narrative:
Outcomes attributed to adverse event, corrected data: the initial report inadvertently did not report this data.

Event description:
It was reported that the patient¿s device was removed in (B)(6) 2013 due to infection at the generator site which resulted in the generator being exposed. The physician believes that only the generator was explanted. The specific date of explant was unable to be provided. The treating physician was not aware of the induced coma that the mother reported after explant. Although, he noted that he does not think the caregivers are a good source of information and alluded that he does not believe the patient was in a coma. There was no noted migration of the device, but the patient had an infection that resulted in the generator being "exposed." The reason for generator infection is unclear since the device was implanted in 2007. No additional details were available. The patient used to be treated by a different physician, but the physician did not provide more information upon follow-up.

Event description:
Additional information was received from the currently treating physician. It was reported that the patient's family reported that the patient's first generator worked for the patient, but the last generator did not work for treating the patient. The physician did not observe the patient's generator migrating. However, he reported that the chart noted that the device had gradually descended over several years. Explant surgery occurred on (B)(6) 2013.